Event description:
It is alleged that the bur from the handpiece came loose during an oral surgery. The pt allegedly suffered a traumatic injury to the soft tissue. Subsequent medical intervention for the pt is unknown.